Event description:
A report was received alleging that the listed tracheostomy tube was in use with a patient for an unknown amount of time when black foreign material was observed in the 15 mm connector of the tracheostomy tube. The patient's chest became infected, allegedly due to the foreign material. Antibiotics were administered and the tracheostomy tube was replaced. No permanent adverse effects to the patient were reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.